Event description:
It was reported that the pump alarmed no disposable with the cassette attached and was unable to be resolved. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updated no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number was provided, therefore a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.